Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: did the patient have any permanent damage? No. Did the patient need to be hospitalized or was the hospitalization prolonged? Yes. Did the patient need to be reoperated to prevent or correct any damage? No. Did the patient have any serious damage? No, but the patient was not (B)(6) (B)(4). What were the indications for surgery? Endometriosis. What surgical procedure was performed? Rectosigmoidectomy. Which healthcare professional fired the device and what is your experience with the device? Digestive surgeon with high experience with the device. Was there a problem with the device in the initial surgical procedure? No. Did the healthcare professional wait 15 seconds after closing the device and retighten before firing? Yes. Was it difficult to close the device? No. Was it hard to fire the device? No. Did the healthcare professional receive audible and tactile feedback when firing the device? Yes. Have donuts been inspected? If so, describe. Yes, both perfect. Has a complete transection of the white safety washer been visually confirmed? Yes. Was a leak test performed? If so, what type and what was the result? No, team does not perform leak test. Was the staple line visualized endoscopically during the initial surgical procedure? No. Was there a problem with the formation of staples at some point during patient care? If so, describe the shape and location. No. Was any intraoperative bleeding identified? If so, how was it approached? No. How was postoperative bleeding identified? Enterorrhagia episode, patient was already in the room. How long after the procedure was bleeding identified? 4-6 hours. Was the bleeding transanal or intrabdominal? Transanal. What was the estimated total blood loss (ml)? Blood transfusion required (2 blood bags). How was the bleeding approached? Clinical support and blood transfusions. Was a transfusion necessary? Yes. What is the current status of the patient? Normal state. Is the device available for return? No, due to post-surgical problems, the device had already been discarded.

Event description:
It was reported that during a rectum procedure, after stapling, patient went to the room and began to bleed through the staple line. Patient did not have permanent or serious damage, but needed to be hospitalized or had the hospitalization prolonged. The patient did not require reoperation.